Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a pump error that indicated inability of motors to communicate. The customer was assisted with pump error alarms troubleshooting. The customer's blood glucose level was 244 mg/dl at the time of the incident. The customer was advice to perform rewind and program a normal bolus into the air to determine if delivery was successful. The customer stated that the bolus was recorded in the insulin pump's history and the insulin pump also passed self-test. The customer was advised to monitor and to call back if the issue recurred. The customer called back and reported receiving the pump error again with an additional pump error indicating that the critical block and inverse critical block did not add to zero. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.